Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction. The sensor was inserted into the arm which is off label usage of the device, no date was provided. On (B)(6) 2019 the patient reported she was developing pouches or lumps and swelling on her sensor insertion site. The patient stated she consulted with a certified diabetes nurse educator and was advised to contact dexcom because the pouches or lumps were getting bigger. On the same day, dexcom clinical customer advocacy team provided a medical review follow-up phone call. The patient reported since (B)(6) or (B)(6) 2018, she has developed pouches or lumps on her abdomen from where the sensors were inserted. This issue has started since she moved to the dexcom g5 platform. The patient stated she rotates insertion sites form the right to left abdomen to minimize the development of the pouches or lumps. The patient stated she was advised by her home health nurse to insert the sensor on her arm and the pouch or lump also developed in that area on (B)(6) 2019. On (B)(6) 2019 the dexcom clinical customer advocacy team received additional information and photos via email from the patient. The patient reported that she was evaluated by her physician the week of (B)(6) 2019 and the physician stated that the pouches or lumps were not allergic reaction but a foreign body granule of the skin and subcutaneous tissue. At the time of contact, the patient stated she was advised by her physician the pouches or lumps will continue to enlarge and would have to be surgically removed. No additional event or patient information is available.